Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter was able to use it without problems until zeroing was performed, but when ablation was conducted, contact became hi. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported high contact force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found foreign material in the pebax area. The device was further inspected in the pebax area under microscope, to identify the damage that caused the foreign material inside the pebax and a hole was found in the pebax. This finding of a hole in the pebax was reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2022 and re-assessed it as MDR reportable.

Manufacturer narrative:
Device investigation details: the product was returned to biosense webster inc (bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax area. The device was inspected in the pebax area, under microscopy, to identify if there was damage on the pebax, that caused the foreign material inside the pebax. A hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).